Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After a review of the medical record, the patient was revised to address metallosis and elevated metal ions. Revision operative notes indicated that there was mild trunnion debris. The radiograph shows a very vertical and significant amount of anteversion on the acetabular component. Doi: (B)(6) 2006; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.